Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic flow control valve was cleaned to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.